Event description:
The customer stated she adjusted her insulin dosage based on a high blood glucose reading she received on her breeze2 meter. As a result she fell on the floor and was taken to the hospital by paramedics. There was no further information provided about the incident. While at the hospital, the customer received blood glucose readings of 18 and 433mg/dl on the breeze2, was retested on the hospital meter and the reading was 138mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. Only the meter information was provided. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.